Event description:
It was reported that during an endovascular therapy procedure (evt), a balloon rupture occurred. The 99% stenosed target lesion was located in a mildly tortuous iliac artery. The 6.0mm x 40mm mustang balloon catheter was advanced into the patient. During the first inflation, the balloon ruptured at 20atms. The device was removed intact and the procedure was completed with different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).